Event description:
It was reported that loss of capture and loss of sensing was observed. X-ray showed lead dislodgment due to twiddler syndrome. The lead was explanted when positioning was unsuccessful.

Manufacturer narrative:
No medwatch form was received.